Event description:
It was reported that 945ml of mannitol was ordered, but when the pump completed the program, there was extra fluid in the bag. To empty the bag, fluids were ran over 2 hours and delivered a total of 1096ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Correction: other occupation. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation if other specify, imdrf annex a, g, b, c codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that 945ml of mannitol was ordered, but when the pump completed the program, there was extra fluid in the bag. To empty the bag, fluids were ran over 2 hours and delivered a total of 1096ml. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex c, d and g codes.

Event description:
It was reported that 945ml of mannitol was ordered, but when the pump completed the program, there was extra fluid in the bag. To empty the bag, fluids were ran over 2 hours and delivered a total of 1096ml. There was patient involvement but no harm.